Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter intermittently displayed ¿some kind of message about the strips." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.